Event description:
Boston scientific received information that during a procedure to implant an epicardial lead for this pacemaker-dependent patient, the patient¿s defibrillator was programmed to electrocautery protection mode and no pacing spikes were observed. A boston scientific technical services consultant discussed that this was likely the result of the device¿s defib detect circuit; the purpose of this feature is to protect the device from external currents, such as those produced with equipment used during radiofrequency (rf) ablation procedures orelectrocautery. The technical services consultant noted that this may occur when current is detected during pace delivery and that the resulting effect is transient. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.